Event description:
It was reported that an unspecified malfunction alarm occurred. Blood glucose level at the time was 18 mmol/l, which is within the normal range. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.